Event description:
The customer reported experiencing high blood glucose of 394mgd/ the day before. The customer changed the infusion set and noticed moist between the insulin vial and the infusion set connection. Contacted customer and found that he called the doctor and she got him squared away with a back up plan; the customer is feeling better. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.